Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/3 of their automated peritoneal dialysis therapy. Per home pt's nurse, a supply bag fell and became disconnected from a supply line of the homechoice set. In an endeavor to clear the alarm the home pt reconnected the supply bag to the supply line and attempted to continue therapy. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury was associated with this incident, however, the home pt was administered prophylactic antibiotics as a result of this event.